Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that per site assessment of 6 month follow up 3d dsa imaging from (B)(6) 2025, raymond and roy score was class 2. No symptoms were associated with this finding. Site has been queried to confirm if there was aneurysm recurrence, as occlusion status could be determined at procedural imaging.

Event description:
Additional information receive reported event resulted in new or worsening of existing neurological deficits. Symptoms did not last more than 24 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event was not related to disease under study. The event resolved on (B)(6) 2024. Query on 6 month follow up 3d dsa imaging from (B)(6) 2025, regarding reported raymond & roy class 2, the site clarified: we reviewed the images from procedure and follow up. The follow up images indicate the tendency towards reduced reperfusion of the aneurysm, with a residual neck.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was tried multiple times to detach the device, more than 5 times. Per site completion of the aneurysm study device crf, it took >3 attempts to detach the artisse intrasaccular device and the artisse detachment device "didn't function (same with the other times)". A steric canula 0.7x40 22g by b. Braun and melsungen ag 22g needle was used. The needle was first inserted in the shoulder then the groin. There were multiple attempts, second attempt immediately after the first one, next attempts with time gap for more than 60 seconds. A second detachment device was also used. No symptoms or medical actions taken were reported in association with the longer detachment time. Per site completion of the discharge crf, the subject was discharged 6 days after admission/5 days after index procedure. Additionally per site completion of the study procedure crf, it was reported the final access was the 'femoral right', however, that this was a cross-over from transradial access to transfemoral access with reason "instability". Site queried to confirm what is meant by 'instability' and whether this was associated with the rist device. Per site completion of the aneurysm study device crf, rist performed as intended and provided adequate support and navigability and that adjunct catheters were successfully navigated through rist. The patient was undergoing surgery for treatment of a saccular aneurysm of the right middle cerebral artery bifurcation branch with a max diameter of 9.1mm and a 4.4mm neck diameter. Aneurysm dome height was 7.7mm and width was 5.3mm. Parent artery diameter distal to the aneurysm was 3mm. There was significant stasis at the end of the procedure. Additional information received reported the device was ultimately implanted successfully despite difficulty with detachments. However, one day post-operative, on (B)(6) 2024, diffuse weighted image (dwi) magnetic resonance imaging (MRI) showed an ischemic infarction/lesion with no correlating patient symptoms reported. The infarct observation event did prolong the patient's hospitalization however the event was not life-threatening, no additional intervention/action was taken, and the event did not result in patient disability. The patient was noted to be recovering/event resolving on (B)(6) 2024 and the patient was discharged on (B)(6) 2024. The site assessment of the cerebral infarction event concluded the infarction was possibly related to the disease under study/aneurysm, the artisse device, and/or the index procedure but not related any ancillary device or the antiplatelet medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported right-sided nuchal and temporal headache and nihss 2 points. Also discrete reduced innervation of the left frontal branch, speech slightly slurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that cec adj (B)(6) 2024 as possibly related to index procedure, device artisse, ancillary device rist, and antiplatelet therapy.